Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the top aligner is cutting into the gums, the fit is too tight (gums are white), and experiencing discomfort. Current upper/lower aligners noted at #1. Dental history includes orthodontic top expander, crowns in locations: 31, 30, 17, 18, and previous root canal treatment.